Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during creation of raster pattern with an intralase patient interface (pi) after the laser fired. It was noted that the suction loss was on the left eye (os) of a female patient due to patient movement. It was reported that suction loss protocol was followed and treatment was completed successfully using the same pi. There was no surgical intervention required.